Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, an osteoraptor anchor was placed, but when tying the sutures down, the anchor pulled out of the hole. The next 3 anchors when in without an issue. Then, a 5th osteoraptor had the same issue as the first one and pulled out as knot was getting tied. The surgeon mentioned that all the anchors felt loose when pushing into bone through the guide. The drill was inspected and it looked to be slightly bent at the tip so potentially drilled bigger holes. The procedure was completed with a surgical delay of less than 30 minutes using a different drill bit. For the first anchor that pulled out of the bone hole, a 2.9 osteoraptor was placed as a back-up in the original drilled bone hole, and for the fifth anchor that also pulled out, a 2.3 osteoraptor was placed as a back-up, but, in an additional drilled bone hole. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected data on: b5.

Event description:
It was reported that during an arthroscopy, an osteoraptor anchor was placed, but when tying the sutures down, the anchor pulled out of the hole. The next 3 anchors when in without an issue. Then, a 5th osteoraptor had the same issue as the first one and pulled out as knot was getting tied. The surgeon mentioned that all the anchors felt loose when pushing into bone through the guide. The drill was inspected and it looked to be slightly bent at the tip so potentially drilled bigger holes. The procedure was completed with a surgical delay of less than 30 minutes using a different drill bit. For the first anchor that pulled out of the bone hole, a 2.3 osteoraptor was placed as a back-up, but, in an additional drilled bone hole, and for the fifth anchor that also pulled out, a 2.9 osteoraptor was placed as a back-up in the original drilled bone hole. No further complications were reported.